Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. One resolute onyx was also implanted into rca for target lesion treatment. A grade e dissection was observed in the rca. The dissection was treated with the implantation of two resolute onyx des in the rca. Safety assessed the event as not related to anti-platelet medication but possibly related to the index device. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
Update received stated that 2 stent were implanted to treat the dissection, and not 3 as previously reported and the other stent was implanted to treat target lesion treatment. If information is provided in the future, a supplemental report will be issued.